Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence and impaired healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and impaired healing.

Event description:
Healthcare professional reported "delayed wound healing, no sign of infection" and "dehiscence with delayed wound healing". This record is for the left side. Device was explanted. Treatment: wound dehiscence requiring excisional implants, washout, reclosure.